Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a non boston scientific field representative, called boston scientific's technical services (ts) requesting information pertaining to the bsc df4 leads. The representative indicated a non bsc device and bsc df4 lead, were being implanted with notable lead insertion difficulty. To complete the system implant, this lead required extra force into the header location. Manufacturing standards were discussed. To date, the lead model and serial number was not available and no further information has been received.